Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Additionally the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Additionally, the pump shut down unexpectedly. The customer's blood glucose was between 160-222mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.